Event description:
It was reported that a suspected lead malfunction was observed. It was also noted the patient experience muscle twitching when ventricular stimulation occurred. The lead was cut and capped a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Only 11.5cm of the proximal portion of the lead was returned for analysis. External insulation abrasion was noted at 5.3-5.6cm from the end of the connector pin, consistent with lead friction to the ICD can.